Event description:
(B) (6) peripheral cutting balloon registry.it was reported that in (B) (6) 2005 the patient underwent treatment with the peripheral cutting balloon (pcb) device for one lesion. The target lesion was restenotic post-pta. The lesion was located distally below the knee with a 3mm reference vessel diameter and 3.00mm target lesion length. The lesion had 100% stenosis pre-procedure and 100% stenosis post-procedure. The vessel tortuosity was mild and the calcification at the target lesion was severe. The lesion morphology was concentric stenosis that was highly calcified. A post-operative comment stated ¿pcb- last chance in this case.¿ the patient had a one-month follow up visit in (B) (6) 2005 documenting that the target lesion has not remained patent since the procedure and the patient did not experience any adverse events. No surgical intervention had been performed on the target vessel or the target lesion since the procedure. There is a comment of amputation, without a date of intervention provided.at the patient 6-month follow up visit in (B) (6) 2005, it is documented that there is no improvement after pcb, 3 weeks after pcb. Adverse event of amputation documented. The twelve-month patient follow up assessment in (B) (6) 2006 documented that the target lesion has not remained patent the since procedure and there were no adverse events or interventions since procedure.

Manufacturer narrative:
Date of event - unknown month and day in 2005.the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4) : device not returned for analysis.